Manufacturer narrative:
According to the information provided by our field service engineer (fse), alarm for o2 concentration low was generated. Fse was contacted by the customer and suggested to the customer to put data analyzer on o2 and air supply coming out of wall going to the unit. It was revealed that o2 concentration coming out of wall was fluctuating up and down, which was causing o2 concentration low alarms generating on unit. The o2 supply was fixed by the customer. During on-site visit, it was confirmed unit has been running and working fine. The device passed all performance tests and was returned to clinical use. No further failures were reported. The provided device's logs confirmed occurrence of the reported issue. Review of the provided logs confirmed occurrence of reported issue with too low o2 concentration. Another alarm - o2 supply pressure low was also registered in the device's logs, which also indicate issue with o2 supply as this alarm activates in case of o2 supply pressure being below 2.0 kpa x 100 (29 psi) or gas supply line being disconnected. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). O2 concentration low alarm in case investigated herein was indicating that the ventilation have been insufficient due to gas delivery error from hospital's side. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The cause of the issue was determined and it is related to the o2 supply issue. There was no malfunction of the ventilator itself.

Event description:
It was reported that there was issue with o2 concentration errors during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).